Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient tested for troponin t hs on a cobas e 411 immunoassay analyzer. The initial result was < 15 pg/ml. The sample was repeated and the result was 42.34 pg/ml. The sample was repeated twice more with results of the 4.64 pg/ml and 7.97 pg/ml. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service representative (fsr) visited the customer site and performed analyzer performance testing with good results. The measuring cell was last replaced on (B)(6) 2017 and pinch tubes were replaced on (B)(6) 2018. The investigation did not identify a product problem. The cause of the event could not be determined.